Event description:
The ortho summit sample handling sys instrument did not correctly dispense samples and reagent into plate. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.